Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the keypad buttons were intermittently unresponsive and required multiple presses to elicit a response. The reporter denied damage to the keypad but the keypad symbols were worn. The reporter stated there was no recent trauma to the pump. The patient reportedly wore the pump in a pocket and cleans the pump with a damp cloth. There is no adverse event associated with this complaint. This report is being made due to the keypad response issue.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the keypad symbols were worn but the rubber keypad was intact. All of the keypad buttons were intermittently unresponsive and required multiple presses to elicit a response. Evaluation revealed there was contamination under all button contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.